Event description:
It was reported that the patient received inappropriate shocks due to oversensing. X-ray revealed that the lead was fractured, distal to the suture sleeve. The lead integrity warning indicated that at least one therapy failed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.